Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an insertion issue with universal surgical manipulator (usm) 3. The intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for assistance. The tse asked the customer to reseat the sterile adaptor and drape but the issue reoccurred. The customer noticed that there was a loose screw on the usm axis carriage. The customer tried to tighten the screw and the carriage worked fine. The system logs did not show any error. The procedure was completing as planned with no patient harm, adverse outcome or injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis team and the reported failure was confirmed as having occurred in the field and replicated. A visual inspection was performed and found loose insertion rail screws. The unit was tested on an in-house system in normal mode with no triggered errors. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) where all tests passed.

Event description:
Refer to h10/h11 for follow-up information.